Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a study which they would like to have reviewed as it appears that the capsule detached early. The study was submitted and reviewed by technical support and the early detachment was confirmed. No equipment is being returned. There was no harm to the patient or user due to the alleged device malfunction. A repeat study will be necessary.

Manufacturer narrative:
Investigation summary: no physical device was returned for evaluation. The investigation is based on the accuview graph. The study begins with normal ph values for the first 30 minutes of the procedure. The shape of the graph after the 30 minute period indicates an early detachment of the capsule. The ph values and times match those of the digestive system. According to the graph there are a few gaps indicating a possible failure in the capsule. The device was released meeting all specifications of the manufacture. The root cause of the early detachment was not found and is due to user error. If information is provided in the future, a supplemental report will be issued.